Event description:
It was reported that 7 bd ultra-fine pro pen needles were unable to deliver insulin. The following information was provided by the initial reporter: patient complained that pro pen needle cant be used. After attaching the needle, insulin cannot come out.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: an invalid lot # of 0310651 was also provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.